Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 502 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that sensor and blood sugars over than 500 mg/dl and they calibrated and sensor had blood on it and expired and they did all that and it says giving itself insulin and it was going up and change it again yesterday and they took a manual shot and it went down. The customer was treated with syringe for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump was under delivering. Customer stated that auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they forgot to fill the cannula dead space after removing introducer needle. Customer stated that displacement test was passed. The insulin pump and reservoir will not be returned for analysis.